Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that the leads had migrated. The patient underwent a revision procedure wherein the leads and lead extensions were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-70, sn (B)(6). Device evaluation indicated that the visual inspection revealed that the top two electrodes are separated from the distal end. Electrodes 1-2 were not returned. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables did not break at or near the welds. The damaged section of the lead revealed no signs of corrosion that would suggest that the damage did not occur when the lead was still implanted in the patient. Review of the device history record revealed no anomalies. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array. Sc-3138-35, sn (B)(6). Device evaluation indicated that the complaint has been confirmed. X-ray inspection of the lead extension revealed cables no. 7 and 8 were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Bending the distal end could also cause cable fractures in the connector section of the lead. The broken cables are still contained inside the connector. Based on the dfu, the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief. System failure, which can occur at any time due to random failures of the components of the battery. These events, which may include device failure, lead breakage, hardware malfunction, loose connections, electrical shorts or open circuits, and lead insulation breaches, can result in ineffective pain control. The probable cause selected is known inherent risk of device. Sc-2218- 70, sn:(B)(6). Device evaluation indicated that the device passed all tests performed. Sc-2218-50, sn:(B)(6). Device evaluation indicated that the device passed all tests performed. Sc-3138-35 , sn (B)(6). Device evaluation indicated that the device passed all tests performed.

Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5056172/5056213/5124009, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5038780/5019566, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-3138-35, serial number: (B)(4), batch/lot number: 7006073/7027013/7027011, model/catalog description: lead extension kit 35cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that the leads had migrated. The patient underwent a revision procedure wherein the leads and lead extensions were replaced. The patient was doing well postoperatively.